Event description:
It was reported that the customer experienced an issue with the battery depleting too quickly. The blood glucose level recorded was 110 mg/dl. There was no further information provided regarding any corrective actions taken or the outcome of the event.